Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found the ram was malfunctioning. Analysis found that the reported event was related to a operating system issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment again. Testing revealed that the computer was replaced. The system then passed a system checkout. A software analysis of returned files was also initiated. However, the software evaluation found that a probable cause was unable to be determined as the returned files provided no additional insight regarding the cause of the reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the cranial application does not always start. It was noted the application was reinstalled. This issue was noted outside of a procedure, and there was no patient involvement.